Event description:
During a radical prostatectomy procedure, an error code 5 was indicated soon after started use. Another device was used to complete the case. There were no adverse consequences to the pt.